Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a cracked housing. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring trimmed to bring the pump's delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was over infusing by 10%. No patient was involved in this event. No adverse effects were reported.